Event description:
Customer reported that a pump declared an altitude alarm on two separate occasions. During one event, customer¿s blood glucose level rose to 548 mg/dl, causing the customer to require assistance from a co-worker to drive between work-related locations due to inability to drive. Customer addressed the high blood glucose by taking a corrective injection via multiple daily injections (mdi). Technical support provided tips for preventing altitude alarms, which customer understood. After experiencing the alarms, customer cleared them by leaving the pump alone for 10-15 minutes and replaced the cartridge, resuming normal pump operation without further incident.